Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: unknown event date. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the outer sleeve was no longer easily glides on an unknown date. There was no patient involvement. This report is for one depth gauge for multiloc humeral nailing system this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part number: 03.019.017 lot number: 6384p69. Manufacturing site: haegendorf. Release to warehouse date: 21 th june 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the device was bent from the shaft. Additionally rub marks was observed in the shaft due the interaction with the sleeve. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection for the device was not performed due to post manufacturing damage. A functional test was preformed the inner shaft was inserted into the sleeve and it took more force than necessary for the device to be assembled. This condition is caused by the bending of the inner shaft. Therefore the customer's allegation is confirmed. The overall complaint was confirmed as the observed condition of the depth gauge f/multiloc hum nail syst would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Corrected data: g1: manufacturing site name and address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.